Event description:
A vital-port catheter started to leak around insertion site. The catheter was removed surgically and found to be potentially defective. A long filament remained after removal and the pt was sent to a tertiary care center for removal of this piece of the catheter.